Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient had a large abdominal wound close to the belly button. The abdomen was extended, including a stoma bag, which made the area difficult to dress. The wound was covered with honey and silver dressings along with the aquacel(tm) foam dressing on top, but the product did not stick very well due to the narrow border which rolled up when the patient slept. Slits were made in the dressing, however the dressing continued to lift from the patient. New larger sacral aquacel(tm) foam dressings were provided to the tissue viability nurse to try on the patient.